Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). After deployment of 3.00 x 38 mm synergy xd drug-eluting stent (des), a proximal stent edge dissection was observed via fluoroscopy. A 3.50 x 20 mm synergy des was deployed to cover the proximal stent edge dissection and the procedure was completed without any further patient complications.